Event description:
The customer reported that paint is coming off a light at multiple locations, and fell next to pt during a surgery. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service tech (fst) inspected the device and provided the customer with some options for the repair. To date, maquet did not receive any instructions from the customer to repair the device. The pictures show that paint chips occur on surfaces where collisions with other devices are possible. The hanalux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to defects in paint work. Maquet is not responsible for maintenance of this device.